Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), an abutment was fused to a dental implant during initial placement. The abutment could not be removed. The implant was explanted within the same procedure. There were no adverse patient consequences.